Manufacturer narrative:
.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported that the ventilator alarmed with internal temperature measured on the mc pcba is greater than 70 ºc for longer than 5 seconds. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
(B)(4). The customer evaluated the device.

Event description:
The customer reported that the ventilator alarmed with internal temperature measured on the mc pcba is greater than 70 degrees celsius for longer than 5 seconds. The customer reported that the unit was in use on patient, but there was no patient harm.